Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device "no longer detects the pads/quik-combo cable. Passing self-test but gives 'cannot charge, connect paddles' message despite using known working cable. No service led." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's internal therapy connector cable to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy connector cable and determined disconnected and broken wires was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device "no longer detects the pads/quik-combo cable. Passing self-test but gives 'cannot charge, connect paddles' message despite using known working cable. No service led." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.